Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to wear and tear. A new aus device was implanted. There were no patient complications reported.